Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A review of the risk document, dfmea ra280010 rev 23, was performed for this investigation. The reported event is addressed in step # ra101. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate and psi were going crazy in an arctic sun device. Per follow up information received via mail on 10jan2025, device would be repaired in the hospital by (B)(6). No patient involvement. Per sample evaluation results received via task on 18feb2025, it was reported that the circulation pump also contributed to reported issue.

Event description:
It was reported that the flow rate and psi were going crazy in an arctic sun device. Per follow up information received via mail on 10jan2025, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 18feb2025, it was reported that the circulation pump also contributed to reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.